Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and atrophy. As a result, the original cuff was explanted and a new segment of the urethra was dissected to allow placement of a larger cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of urinary incontinence and atrophy are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.